Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, the patient was reanimated with the autopulse platform (sn unknown), after an interruption of the resuscitation due to a re-positioning of the patient by doctors and nurses, the autopulse platform displayed user advisory - ua 12 (lifeband not present) error message. The resuscitation was interrupted by pressing the red cancel button. No known impact or consequence to patient.

Manufacturer narrative:
The reported complaint of user advisory - ua12 ((lifeband not present) on the autopulse platform (sn (B)(4) was confirmed during archive data review but not during functional test. Unrelated to the reported complaint, a flickering lcd backlight and encoder drive shaft does not rotate smoothly, exhibits binding and resistance were observed during visual inspection. To remedy the lcd issue identified, the top cover with fluid ingress that corroded the metal part of the platform was replaced. And also, the sticky encoder drive shaft was deburred. Review of the archive data retrieved from the platform shows multiple ua12 occurred on the reported event date on (B)(6) 2018. Thus, confirming the reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The initial functional testing of the ap platform passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).